Event description:
Pt reports that less than 1 week after having CT scan, her hair began to fallout. She has a headache that won't go away. Pt saw physician yesterday, and he instructed her to call FDA and report this finding. Her physician is concerned about radiation exposure from CT scan machine. Pt would like someone to find out how much of her hair will fall out. Scan was performed at the med ctr.